Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level was 531 mg/dl. Customer treated with bolus. It was unknown whether the customer was using the auto-mode feature. The customer reported that the resolved the high blood glucose with bolus and declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.